Event description:
Additional information later reported the patient had seizures in the past (timing of cva), weaned off anti-seizure meds. The cause of the patient¿s symptoms were indicated as lioresal drug-increased by 9% at time of visit (outpatient). It was noted the patient was on anti-seizure meds and it was unknown if lioresal dose changed. Per the hcp the patient might have met threshold for lioresal tolerance, hence the seizure event. The pump was used to deliver lioresal.

Event description:
It was reported the patient started to feel ill yesterday, (B)(6) 2013, that included vomiting. Today, (B)(6) 2013, the patient started to experience partial seizures. The patient¿s family took the patient to the emergency room (ER); however, that hospital was not where she received the pump and her managing hcp did not have rights at this hospital. The current medication had been in the pump for the past 6 weeks. The patient just received a pump adjustment last friday, (B)(6) 2013. They contacted the refill hcp who said that it might be too high and recommended lowering the pump. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).